Event description:
It was reported that current pump made it difficult to insert and remove cartridges, sometimes failed to click securely into place, and did not always recognize or read all insulin in loaded cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was noted to be out of warranty and in process of renewal, and no additional information was received regarding any further actions or final outcome of event.